Event description:
The customer contact reported no flow. A primary tubing set was being used to deliver an unspecified medication via a pump. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to proximal y-site of the primary tubing set for a piggyback delivery of an unspecified antibiotic. The customer contact reported that the primary solution container was hung lower than the second solution container. It was reported that the nurse unclamped the tubing on the secondary tubing set and reportedly saw a drop in the drip chamber and left the pt's room. It was reported that approx 2 hours after the delivery was started, a nurse entered the pt's room to deliver an unspecified concentration of flagyl and noted that the unspecified antibiotic did not deliver. The secondary tubing set was replaced and the unspecified antibiotic was delivered. It was reported that the flagyl delivery was skipped. The customer contact reported that after the delivery of the unspecified antibiotic was complete, an unspecified concentration of vancomycin was delivered as scheduled. The flagyl was delivered until the next scheduled time. There were no reported averse pt effects and no reported delay of therapy critical to this pt. No medical intervention was required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.